Event description:
It was reported that there were several lengthy pauses due to the implantable cardiac monitor (icm) experiencing undersensing loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.